Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was disposed at the facility.